Manufacturer narrative:
A boston scientific representative interrogated the device and stated that if the episodes corresponded to the syncopal event, that would be a clinical correlation that the patient¿s physician would need to make. The representative confirmed normal device function and was not sure if the patient¿s rhythm of atrial fibrillation (af) with rapid ventricular response (rvr) was resolved. The patient¿s system had been evaluated one week prior to the reported issues and pacing impedance measurements were out of range on the atrial and right ventricular (rv) channels. The caller did not recall the actual measurements. Threshold measurements were stable and there was capture. The decision was made at that visit that nothing should be done at that time. According to a nurse at the hospital, the patient¿s family was considering putting the patient in hospice care. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event which resulted in a fall. The patient was admitted to the hospital and was in the intensive care unit (ICU) due to a brain bleed. The patient's family said they had been waiting four days for a boston scientific representative to evaluate this patient. The patient's rate was in the 150 bpm range and the caller wanted a review of the stored episodes to see if the patient's arrhythmia could have caused the syncope and fall. No other adverse patient effects were reported.